Event description:
The customer reported that three hours after pt use, the tracheostomy tube's pilot balloon was leaking. The pt was re-intubated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.